Event description:
Tpn strung and connected to patient. Tpn leaking out of port on tubing. Tpn restrung with new tubing. The tpn began leaking out of a side port of the tubing. When the leaking was found (a green cap was in place on this side port and was found to be leaking) the cap was removed and tpn began spraying out of the side port while the pump still never alarmed. Manufacturer response for IV tubing, IV tubing (per site reporter) [redacted date] - emailed baxter requesting RMA. Original packaging discarded. Clinical site provided the product information to baxter green caps are made by 3m, name is curos 70% ipa, I was not able to find the product code but the lot# is 9348216. [Redacted date] - emailed baxter with lot# that picu materials staff tentatively identified. [Redacted date] - sample shipped ups.